Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited non-physiologic intervals and noise on both the atrial and ventricular channels due to potential electromagnetic interference (emi). Reprogramming was performed to sensitivity settings. The device remains in use. No patient complications have been reported as a result of this event.